Manufacturer narrative:
A visual inspection of the unit under test found the screen bulging at the center and separating from the tablet. It is determined that the battery is faulty and has swelled internally and is preventing the tablet from booting up and functioning. Therefore the complaint could be confirmed and the root cause can be attributed to the swelling faulty battery. The acer tablet is a third party device with appropriate documentation and complies with all applicable safety standards the broken tablet was replaced. The risk evaluation results in a risk acceptance level of a medium acceptable health risk.

Event description:
On (B)(6) 2024, an acer tablet with sn: (B)(6) was sent to vyaire without any description of the failure. A device investigation on 28-nov-2024 revealed, that the battery of the tablet is swollen. Therefore, the awareness date was changed to on 28-nov-2024. There was no patient involvement reported.